Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: magnet induced elusive ventricular loss of capture in a dual chamber pacemaker: what is the mechanism? Journal of cardiovascular electrophysiology. 2021. Jce-21-0653. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding magnet induced loss of capture. The article reports a patient who underwent a routine device changeout. On the second day post changeout, the device was interrogated and when the wand was placed on the implantable pulse generator (ipg), the patient experienced syncope. As the wand was immediately removed, the patient regained consciousness. When an electrocardiogram (ECG) with magnet application was attempted, the patient again developed dizziness along with evident loss of capture. The loss of capture went away as soon as the magnet was removed. They proceeded with device interrogation after temporary pacemaker support. When the device was rechecked, the right ventricular (rv) lead impedance had dropped below the normal low range. It was discovered that the rv lead had an insulation failure which caused the magnet induced loss of capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.